Event description:
After approx 48 hours of intra-aortic balloon therapy, alarms sounded and blood was noted in the tubing. The intra-aortic balloon was removed and not replaced. No pt injury of further complications occurred as a result of this incident. No further details are available.